Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed dust-like contamination on the front panel, top enclosure, rear panel and bottom enclosure. Manufacturer observed brownish stains potentially dried liquid on the top and bottom enclosure, underneath 1 of the flip doors. A whitish dust-like contamination consistent with mineral deposits was observed inside the air inlet of the blower box. Manufacturer observed a dust-like contamination with tiny potential hair-like particles in the base of the bottom enclosure and on the blower motor. Evidence of potential liquid ingress with a dust-like contamination consistent with mineral deposits was observed on the bottom of the blower motor and in the blower box. Manufacturer observed a black contamination consistent with keratin at the bower box outlet. Addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In this report, linv was captured in box d: device third party device avail for eval. Date returned in box g: date received by mfg. In box h: device evaluated by mfg., problem device code, evaluation method code, evaluation result code, conclusion code was updated.